Event description:
Per the clinic, the patient experienced repeated infections, inflammation and granulated tissue (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) however, the symptom did not resolve. The patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient experience a skin breakdown. Additional information has been requested but has not been made available as of the date of this report.